Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site investigation: visual inspection of the received device was completed. There was visible charring at the left side of the upper jaw. Test and analysis equipment: digital-camera "panasonic dmc tz8". Visual inspection of the jaw indicated that except for the blood soiling and the charring, three are no other abnormalities present. Mechanical function of the device was tested and the clamping and cutting function worked well. Manufacturing records were reviewed and found to be according to specification valid at the time of production. The most probable root cause in cases like this is improper cleaning during use. Cleaning with saline solution can cause carbonized residues to arc. An additional possible root cause is a damaged insulation tongue (dissection clip). This damage is created by incorrect handling during cleaning of the electrodes.

Event description:
Country of complaint: france. Intra-operative arcing of caiman. During a hysterectomy there was an electric arc. A part of the plastic jaws melted. The generator went into safety mode.